Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back under the therapy pads. The area was described as dry, irritated, and itchy. During a follow-up, the patient's wife stated she showed a picture of the rash to their pharmacist who suggested he use an over the counter anti-fungal cream to treat the rash. The patient's wife also reported that the rash had improved due to using the cream.